Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 176398.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Product investigation was unable to determine which lead had the issue.